Event description:
A malfunction alarm was reported, identified by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code recurred, and they acknowledged understanding of these instructions.